Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 12/01/2014 with the following findings: on investigation, the meter powered up but did not display the ¿set up¿ screen and horizontal lines were observed on the display screen. Due to the display issue, the remaining testing was not conducted and the reported incorrect blood glucose value issue cannot be fully investigated. No conclusion can be drawn.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump was performing calculation based on incorrect blood glucose value it received from the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.